Event description:
It was reported that during the patient's drg implant procedure on (b)6) 2022, the patient aspirated and the procedure was aborted. The physician stated stated that this was done out of abundance of caution and that her lungs were clear and no risk of pneumonia.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7745800.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.